Event description:
It was reported that the pt fell and device components may have become dislodged. It was stated that the pt will be having surgery. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.